Event description:
It was reported the pt did not receive effective stimulation from the scs system. The pt remains implanted, but is currently not using the sys.

Manufacturer narrative:
A 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.